Manufacturer narrative:
The customer stated that a new instrument was received and they are operational. The cause of this event is unknown.

Event description:
The customer reported that when the clinitek status+ was powered on, it started smoking from the power supply on the back of the instrument. There was no report of injury due to this event.